Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. Attempts to interrogate the device resulted in the message -please consider inserting a magnet-, which was not needed for this device. Multiple attempts to read battery data returned the message -operation failed-. The pulse generator was explanted and replaced.